Manufacturer narrative:
The device is available for investigation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported during use of th tego on the patient the valve shifts position within the cap, making it impossible to aspirate or inject. The device was replaced with universal occlusive caps (without valve). The status of the product at the time of the event is during the dialysis session. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
Even though no product sample, videos or evidence were shared, complaint of no flow/can't prime on item d1000 can be confirmed. Based on the device history report (DHR) lot reviewed, this lot had been involved in similar complaints. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.